Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/04/2019" to "04/05/2019."